Event description:
The user facility reported that water was leaking from their washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the water level switches from the rinse chamber was broken. The technician replaced the water level and safety levels sump switches, ran a test cycle and returned the washer to service.